Event description:
Info received indicates the head section will not go up or down.

Manufacturer narrative:
The technician found the CPR valve was sticking due to contamination in the hydraulic fluid. The technician replaced the CPR valve to repair bed.